Manufacturer narrative:
Based on the claim against the product by the customer noting the patient side cart (psc) boom rotating in the opposite direction, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) spoke to the customer and verified that the system was functioning normally. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the boom rotating in the opposite direction cannot be determined based on the information provided and phone support details. The system was functioning normally and verified ready for use. The phone support details did not reveal any issues related to the customer reported event. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the boom arm moved while targeting with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the boom rotated the opposite way when the customer selected the upper abdominal area during targeting. The customer was able to skip targeting and continue with the procedure. The technical support engineer (tse) explained that nothing had changed with the software and the system moves according to their selections during guided setup. The procedure was completed with no reported injury. Multiple attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.